Manufacturer narrative:
The customer investigated the issue on (B)(6) 2015. The reagent readypack ID 01608 was loaded on the advia centaur xp5 on (B)(6) 2015. The calibration and quality control (qc) were run and were acceptable. Patients were run and released. The qc that was run in the pm was acceptable. Patients were run and released. On (B)(6) 2015, the qc was run in the am and the pm with acceptable results. Patients were run and released. On (B)(6) 2015, the qc was run in the am and all 3 levels were out of range. The reagent readypack ID 01608 was deactivated and left on the instrument. The qc was run on a new reagent readypack (ID 01537) and the qc was acceptable. Patients were run and released. On (B)(6) 2015, the qc was run in the am on reagent readypack ID 01608 and all 3 levels were out of range. The reagent readypack ID 01608 was deactivated and left on the instrument. The qc was repeated on a different reagent readypack (ID 01537) and was acceptable. Patients were run and released. On (B)(6) 2015, the qc was run in the am and was acceptable. On (B)(6) 2015, the qc was run in the am on reagent readypack ID 01537 and was acceptable. Reagent readypack ID 01608 was reactivated and patients were run using reagent readypack ID 01608. Two patient samples were questioned and held in centralink. The samples were then repeated on a different instrument and the results released. On (B)(6) 2015, the qc was run in the am on a new reagent readypack (id01261) and was acceptable. The reagent readypack ID 01608 was reactivated and patients were run using reagent readypack ID 01608. At this point the reagent readypack ID 01608 had 0 tests remaining. Patient results were reviewed from (B)(6) 2015 to (B)(6) 2015. The cause for the discordant advia centaur xp vancomycin (vanc) results is use error. The customer did not discard the reagent readypack ID 01608 when the qc was out of range. Only reagent readypack ID 01608 was affected. New reagent readypacks have had qc in range and no problems reported. Reagent readypack ID 01608 was discarded. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the quality control section: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: - verify that the materials are not expired. - verify that required maintenance was performed. - verify that the assay was performed according to the instructions for use. - rerun the assay with fresh quality control samples. - if necessary, contact your local technical support provider or distributor for assistance."

Event description:
Discordant advia centaur xp vancomycin results were obtained for samples from thirteen patients. The patient samples were run on reagent readypack ID 01608 of lot 198. The reagent readypack ID 01608 was determined to be a bad reagent pack that was not discarded when the quality control (qc) values were out. The laboratory reviewed every result between (B)(6) 2015, when the reagent readypack ID 01608 was calibrated, and (B)(6) 2015, when the reagent readypack was empty. The patient samples were retested on a new reagent readypack and corrected reports were issued. One patient sample was identified as having been run on (B)(6) 2015 on reagent readypack ID 01608 and could not be repeated as the specimen was too old. The patient had a previous vancomycin result from (B)(6) 2015. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant vancomycin result.